Event description:
It is reported by the patient that she is still experiencing pain and stiffness following revision surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.